Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen with high impedance. The epilepsy specialist nurse reported discomfort around the patient's generator lasting a few weeks after falling on their chest area a few weeks ago. Three impedance readings show impedance of 5765 ohms and low output current delivered. The nurse disabled the device and arranged an x-ray. It was further reported that the patient was also experiencing an increase in seizures in conjunction with the pain and high impedance. X-rays have been received and reviewed by the manufacturer. These images were received after a report of high impedance. The generator was not included in any of the x-ray scans. The lead was able to be partially visualized, the lower section near the generator was not included in any of the scans. An apparent strain relief bend was present, not in accordance with labelling. No tie downs appeared in the scans available. Due to the scope of the images the position in relation to the generator and integrity at connector pins could not be assessed. A clear fracture is able to be visualized, matching the report of high impedance after the patient fell. Based on the x-ray images provided, the cause of the high impedance is a lead fracture. No surgical intervention has occurred to date. No additional relevant information has been received to date.